Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Customer reported issue with the keypad and received a stuck button alarm. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump failed self-test. Unit was successfully download using thus software. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. The adapt tool was utilized to search for any alarms that may have occurred in the past. Pump error 63 (variable =3, file number =37 and line number =367) occurred during testing. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue due to the ambient light failure. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit also received with cracked keypad overlay, scratched case, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion, customer concern for stuck button alarm was not confirmed during testing. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Pump error 63 confirmed during testing due to hardware issue. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.